Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently under investigation. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported suction tip broke inside patient femur bone during total hip case. The item is retained in patient, but no further injury reported. ¿disclosure made to the patient regarding decision not to do anything further to remove it since the risks outweighed benefits."

Manufacturer narrative:
The device was not returned for evaluation; however, a photo was received which showed two devices. The photo showed one yankauer without any visible damage, and another yankauer with the reported condition (broken). The picture of the broken device showed the breakage occurred on the angle section, and the cut is observed to be straight. Since no sample was received for evaluation, a laboratory test of molecular composition of the product could not be performed. The complaint has been confirmed based on the photo provided, however, the root cause is unable to be determined. The device history record was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the defect described by the customer. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The reported failure mode could not be duplicated during the investigation.